Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the reporter's wife had suffered an extreme blood sugar low event. The patient had been using the receiver then used the mobile cgm application after issues with charging the receiver occurred. There was no mention of symptoms, medical intervention or use of the term hypoglycemic reported. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the patient having extreme low blood sugar levels could not be determined. A root cause could not be determined.